Event description:
During a conversation with a field sales associate, a physician reported that a patient experienced atrial fibrillation for three months post implant of a 37mm gore® cardioform asd occluder. The patient was treated medically and the physician stated the atrial fibrillation resolved.

Manufacturer narrative:
The implant date was reported as (B)(6) 2021 (exact date unknown); therefore, (B)(6) 2021 will be used as event date. The reporter would not provide a device lot number or additional patient information. The gore® cardioform asd occluder instructions for use list new arrhythmia, such as atrial fibrillation or flutter, requiring treatment as a potential clinical and device adverse event.